Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test, high 23.820 ml. The problem was found during preventive maintenance at the biomedical service department. There was no patient involvement. No additional information is available.